Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was changing the water in her fish tank on the day of the report. Since then, whenever the patient would put her hand in the fish tank or filter, she would feel a shocking sensation. It was noted that the patient was not leaning on any power sources or anything that would cause a shock. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that the shocking sensation had been resolved. It was noted that the patient didn¿t put their hand in the fish tank but now they could without getting shocked.